Manufacturer narrative:
Pump was received with damage (physical or cosmetic), case cracked behind pump near battery compartment and cracked battery tube threads. Could not perform the displacement test due to blank display. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. Customer blood glucose level was unknown. Customer also stated that the battery compartment was cracked. The device will be returned for analysis.